Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, the bands could not be deployed. The ligator tip was removed and was replaced. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on september 30, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had seven bands still attached to it. The ligator housing teeth were bent. The handle had marks of the trip wire indicating that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing had seven bands still attached to it and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when attempting to deploy the bands, the bands could not be deployed. The ligator tip was removed and was replaced. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on september 30, 2024: the speedband superview super 7 was used in the esophagus. It was noted there was difficulty experienced when setting up the device as multiple nurses tried to set-up the device.